Event description:
Tripolar was used and worked properly. Second time tissue was grasped to cauterize and cut, it wouldn't cauterize. Pt had some bleeding that wasn't controlled until all cords rechecked and then a new tripolar was opened. Everything then worked fine.